Event description:
A (B)(6) female underwent orif left ankle for a left tibia/fibula fracture that occurred as a result of an outpatient fall. The pt had nerve block catheter placed by anesthesiologist on the evening of (B)(6) operative day and post-op nerve block infusion with ropivacaine via ambulatory pump was initiated. On (B)(6), post-op day 1 on anesthesia rounds (B)(6) found pump to be functioning as expected and pt with good pain management. On (B)(6), post-op day 2 in the morning, on daily pain service rounds it was found there was a small amount of ropivacaine outside of balloons in pump, but liquid maintained in outer shell of pump discussed with anesthesiologist, and it was decided to continue therapy. Pt still reported good pain control during this time period. On (B)(6) post-op day 3 in the morning (B)(6) found fluid had leaked through pump into carry bag completely outside of the enclosed system of the ambulatory pump. Leaking was reported to the anesthesiologist. Pt stated she was comfortable. Discontinue nerve block catheter w/o event. Dates of use: (B)(6) 2013.